Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise of the minute ventilation signal. At this time no changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.